Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia event was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.